Event description:
It was reported after device implantation, the patient suffered rejection several times. The device was relocated, but didn't work. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.